Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the halogen light source exhibited that the lamp does not light up. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h3, h4, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The lamp does not light up. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty thermal fuse. However, the specific cause of the faulty thermal fuse could not be established at this time. Olympus will continue to monitor field performance for this device.